Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On 09 may 2024 the patient went to the ER for severe pain from the peg/j tubing placement. The patient was diagnosed with an infection and admitted to the hospital. The patient was treated with unspecified intravenous antibiotics. A CT scan with dye revealed no leakage from the stoma site. On (B)(6) 2024, the patient was discharged from the hospital.